Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the para esophageal vein using a lantern delivery microcatheter (lantern) and pod packing coils (pod pcs). During the procedure, while attempting to advance the pod pc through the microcatheter, the physician noticed the lantern distal tip became kinked; therefore, it was removed. The procedure was completed using a non-penumbra microcatheter with the same pod pcs and a pod6. There was no report of an adverse effect to the patient.